Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is on-going. No conclusion can be drawn.

Event description:
During a trochanteric fixation nail procedure, the helical blade missed the hole in the nail when it was inserted. The insertion construct was disassembled, another insertion handle was used and procedure was completed. Approximately one hour of additional time was added to the procedure.